Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "would not prime" (failure to prime); "system message displayed" (device displays error message). The nurse reported, the system would not prime and a system message displayed. Additional information received from the nurse stated that the event occurred during set-up. The second system was used to proceed with the cases. The nurse stated, it slowed them down just a little for the day. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The pcb was replaced and sent for in-house evaluation. The software was updated. The solenoid spacers were replaced for preventative purposes and disposed off. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).